Event description:
It was reported that the physician was implanting a 15mm helex septal occluder. The defect measured 4 x 6mm on echocardiography but was not balloon sized. The initial implant was routine and the pt tolerated the procedure well. During an examination approximately 12 hours post procedure, the physician noticed that the device had embolized into the descending aorta. The physician performed an additional transcatheter procedure and successfully snared the device. The pt was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing records has been conducted. Results - the review of the manufacturing records verified that this lot met all pre-release specifications.